Event description:
Sudden onset of swelling late seroma of left breast implant reconstruction. She previously had 2-stage breast reconstruction with placement of bilateral tissue expanders on (B)(6) 2005 (mcghan ref 67-133lv13 expanders with left sn (B)(4) lot 623514 and right sn (B)(4) and lot 1030255). Implants were placed on (B)(6) 2005 (inamed ref 27-ff125-375 with left sn (B)(4) and lot 335112 and right sn (B)(4) and lot 380839). Presentation of late seroma was almost 8 yrs after implant placement. Seroma fluid was aspirated under ultrasound guidance and was positive for malignant cell: anaplastic large cell lymphoma alcl. Inpatient surgery for removal of bilateral breast implants with total capsulectomies was performed and pathology revealed anaplastic large cell lymphoma involving but not extending beyond the left capsule; the contralateral right side had seroma fluid around it and at the time of surgery, this fluid was sent for cytology and also found to be positive for anaplastic large cell lymphoma. No evidence of distant disease. Tissue expanders were used for 1st stage breast reconstruction prior to placement of the implant. Expanders were placed on (B)(6) 2005 and removed on (B)(6) 2005 when the final implants were placed. Expanders were mcghan 133lv (inamed) expanders with reference/catalog 76-133lv13. Serial numbers and lot numbers as described in initial narrative of event. Reason for use: #1 - postmastectomy breast reconstruction, #2 - postmastectomy breast reconstruction. Event abated after use stopped or dose reduced: #1 - yes, #2 - yes.